Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing muscle stimulation. No electrical anomalies were observed. The right ventricular lead was explanted and replaced. The patient was noted to be in stable condition following the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that an unrelated x-ray performed on (B)(6) 2015 found a bend in the right ventricular lead. The lead was successfully explanted and replaced on (B)(6) 2015. Fluoroscopic imaging revealed an insulation anomaly which was confirmed upon explant.